Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 35.0 ng/l. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 12.4 ng/l. The customer also repeated the sample on another analyzer and the result confirmed the repeat result. The exact result was not provided. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 882496 and the expiration date is 31-jan-2027. The investigation is ongoing.